Event description:
A customer contacted baxter technical services regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The high drain 104 alarm event meets increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) assisted the home patient (hp) to review the therapy log. The initial drain volume was 1003ml, last fill volume of 1499ml, total fill volume of 9999ml, total drain volume of 11426ml, total ultrafiltration(uf) of 1426ml, a cycle 4 uf of 2643ml, a cycle 3 uf of -2464ml, a cycle 2 uf of 687ml, a cycle 1 uf of 560ml, and 1 bypass. The hp could not remember where she bypassed. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4).